Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation which resulted in a return of their parkinson's disease symptoms bradykinesia and rigidity. It was discovered that there were high impedance readings on the non-boston scientific right-sided lead extension. The subpectoral implantable pulse generator (ipg) was palpated by the physician to troubleshoot the issue however, this did not resolve the impedance issue. X-ray imaging was taken which did not reveal any apparent anomalies. Therefore, the patient underwent a revision procedure during which one of the bsc adapters was explanted and replaced which did not resolve the impedance issue. The physician then decided to replace the non-bsc lead extension after which the impedance issue was then resolved and the patient has fully recovered postoperatively. The explanted adapter will not be returned due to hospital policy.

Manufacturer narrative:
Correction to block h6: device code. The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: model number/catalog number: db-9208-15, serial number: (B)(6), batch/lot number: 7076933, model/catalog description: vercise s8 adapter dbs 15 cm, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9208150, model: db-9208-15, serial: (B)(6), batch: 7076933, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation which resulted in a return of their parkinson's disease symptoms bradykinesia and rigidity. It was discovered that there were high impedance readings on the non-boston scientific right-sided lead extension. The subpectoral implantable pulse generator (ipg) was palpated by the physician to troubleshoot the issue however, this did not resolve the impedance issue. X-ray imaging was taken which did not reveal any apparent anomalies. Therefore, the patient underwent a revision procedure during which one of the bsc adapters was explanted and replaced which did not resolve the impedance issue. The physician then decided to replace the non-bsc lead extension after which the impedance issue was then resolved and the patient has fully recovered postoperatively. The explanted adapter will not be returned due to hospital policy.